Manufacturer narrative:
If implanted; give date: unknown, not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. Date of event: exact date is unknown, during (B)(6) 2021 is provided as a best estimate. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge was bent. The issue was observed during implantation of the lens. No additional information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on: 2/10/2021 . Section h3. Device returned to manufacturer? Yes. Device evaluation: the product was returned in is original package, the plunger was found in a fully advanced position. No error due to the manufacturing process where identified, all component where correctly assembled. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Lubricant material residues were not observed in the device. The lens got stuck at the cartridge tip and it looks torn. The tip of the pushrod is bent, and the cartridge tip is cracked, it could be related to handling by excessive force. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if the reported issue is related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.